Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was device sensing issues with the temperature cable. Additional information was received from the nurse on 18oct2019, stating the cable was switched out and the herapy was completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was device sensing issues with the temperature cable. Additional information was received from the nurse on (B)(6) 2019, stating the cable was switched out and therapy was completed.